Event description:
It was reported by the rep the device was used during a thoracoscopy. It was reported the cartridge fell out of the jaws of the ez45b stapler while stapler was inside chest of pt. It was very difficult to retrieve but eventually cartridge was retrieved. A new ez45b stapler was used without incident. There was no consequence to the pt.